Manufacturer narrative:
A device history record review was completed for provided material number 310205 and lot number 230522. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one (1) physical sample was returned for evaluation by our quality team. The sample was examined under microscope and a conical shaped, soft, transparent particle was observed inside of the needle. Bd has investigated this type of clogging issue in the past with different analyses and fourier-transform infrared (ftir) spectroscopy performed. Past investigations have concluded that the clogged material was polyethylene (pe). It was observed that these types of particle are commonly generated when needles are used to access the septum of rigid plastic containers of saline or other medication solutions. Further investigation suggested that the bd microlance¿ needle had been used to access rigid plastic containers of saline or other medication solutions designed to have a double septum, the first is a normal rubber closure, the second is a thick polyethylene septum. According to the above conclusions, we have to consider that bd microlance¿ needles are designed and manufactured to penetrate the skin and rubber closures of vials. They are not designed to penetrate thick polyethylene membranes. Dedicated devices are available from the supplier of the rigid plastic containers. Bd recommends contacting the manufacturer of the container for a detailed list of these accessories. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
16-january-2024: when the cannula is used to withdraw from an ampoule with a rubber membrane, the rubber is punched and stuck in the cannula so that it is not possible to draw the liquid out of the ampoule.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional needles core the rubber stopper. The following information was provided by the initial reporter, translated from dutch to english: needles have "punched" the rubber membranes on ampoules. Since about 2 months ago, intensive care department has experienced problems. When did the incident occur? During use 16-jan-2024 got new information regarding the issue of the complaint when the cannula is used to withdraw from an ampoule with a rubber membrane, the rubber is punched and stuck in the cannula so that it is not possible to draw the liquid out of the ampoule.